Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported that two small battery drive casing for 14.4v batter work intermittently. The drill would not function with the battery attached. The drill was not used in surgery. The issue was discovered during pre-testing of the devices while monthly oiling of the drills. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative:this device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that this device runs intermittently could not be confirmed. The unit was tested and passed all manufacturing specifications. Placeholder.